Event description:
It was reported that during inspection performed by the distributor, the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during inspection performed by the distributor, the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.